Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2011: (B)(6)hospital. (B)(6), md. Assistant: (B)(6), md. Operative report. Preoperative diagnosis: ventral incisional hernia. Preoperative diagnosis: ventral incisional hernia. Operation: laparoscopic ventral incisional hernia. Anesthesia: general endotracheal. Blood loss: minimal. Specimens: none. Complications: none. Indications for procedure: ms. Marange is a 49--year-old white female status post hartmann's procedure for perforated diverticulitis followed by colostomy reversal. Her last surgery was about 1 year ago. She presents now with a large ventral wall hernia in the mid portion of her incision as well as the colostomy site. She presents now for a laparoscopic ventral incisional hernia repair. Procedure in detail: ¿after informed consent was obtained and placed on the chart, the patient was taken to the operating room and placed supine on the operating room table. Appropriate intraoperative monitoring devices were placed, and general endotracheal anesthesia was induced by the anesthesia staff. The patient was then prepped and draped in the standard surgical fashion. A #11 blade was used to make an incision on the right side of the patient's abdomen far from any incision. Under direct vision, a 5 mm trocar was placed at this site, and pneumoperitoneum was established without difficulty. There were no complications upon establishing laparoscopy, a 5 mm trocar was placed in the upper portion of the abdomen near the midline under direct vision with no active bleeding. Ultimately, two additional 5 mm tracers were placed under direct vision on the left side of the patient's abdomen with no active bleeding. Using a combination of sharp dissection as well as harmonic scalpel, the adhesions of the anterior abdominal wall were taken down with good hemostasis. The patient was noted to have multiple abdominal wall hernias involving the midline scar as well as the left lower quadrant colostomy site. A large piece of dualmesh was prepared for insertion to allow more than 3 cm overlap from all hernias. The upper midline port was converted to a 12 mm port. The mesh was placed in the abdomen via this port. The mesh was secured in the usual fashion using transfascial sutures as well as absorbable tacks around the periphery in a double row. In addition, a transfacial suture was placed in the center of the mesh to aid in adherence to the anterior abdominal wall. The mesh was noted to be more than adequate in size as far as overlap and under no tension at the completion of the repair. Pneumoperitoneum was released and all trocars removed. The 12 mm port site fascia was closed using 0 vicryl in an interrupted fashion. Monocryl 4-0 in a subcuticular fashion was used to close all skin incisions. The wounds were cleaned and dried, and benzoin and steri-strips placed. All sponge, needle, and instrument counts were correct at the end of the case. The patient tolerated the procedure well, was extubated in the operating room, and transported to the recovery room awake, alert, and in good condition.¿ on (B)(6) 2011: (B)(6) hospital. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp06. Lot batch code: 8675901. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/ 8675901) was implanted during the procedure. On (B)(6) 2011: (B)(6) hospital. Implant record. Sorbafix, bard. Quantity: 2. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d15: cause not established; d17: appropriate. Code/term not available for ¿withdrawn complaint¿. H6: health effect impact code: f24: insufficient information. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as insufficient information and no findings available and will be closed as ¿withdrawn¿ and ¿cause not established¿. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The status of the device is unknown as no record of explant was provided. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 8675901. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2011 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. Additional event specific information, including alleged injuries, was not provided.